Event description:
It was reported that a few months ago the left cylinder of the ambicor penile prosthesis (app) presented with an aneurysm that measured 4cm in diameter. The product has become virtually unusable. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that no intervention has been performed as of yet. It is expected that the device will be replaced and the explanted components will be returned following the surgery. It was further reported that the app device was explanted due to an egg sized aneurysm on the left cylinder.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of cylinder aneurysm was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Additional information provided in: event. Additional narrative: date of event was not provided so estimated date was entered.

Manufacturer narrative:
Date of event was not provided so estimated date was entered.

Event description:
It was reported that a few months ago the left cylinder of the ambicor penile prosthesis (app) presented with an aneurysm that measured 4cm in diameter. The product has become virtually unusable. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that no intervention has been performed as of yet. It is expected that the device will be replaced and the explanted components will be returned following the surgery.

Manufacturer narrative:
Date of event - date of event was not provided so estimated date was entered.

Event description:
It was reported that a few months ago the left cylinder of the ambicor penile prosthesis (app) presented with an aneurysm that measured 4cm in diameter. The product has become virtually unusable. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.